Event description:
The customer opened a box of contour® next test strips and found that the bottle was already open. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour® next test strips for lot # 4kheg42b, which showed that the cap on the test strip vial was sealed. As per the historical review of the event for the similar issues, modifications were made to the carton dimensions to help prevent vial caps from opening after packaging.